Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: this adult female underwent several attempts to close an asd. Initially, the defect appeared small with an aneurysmal septum. The tee measurements were 24mm and the first aso that was chosen was a 26mm. The la disc of the 26mm aso could not be aligned properly and after several attempts a mobile mass was seen attached to the aso. The aso was removed. The mass was found to be pieces of torn atrial septum. The defect was analyzed again and was found to be much larger in size. A 32mm aso was attempted but despite several tries, it could not be placed properly. The pulmonary vein technique, dilator and balloon stabilization techniques were used without success. The procedure was abandoned. Two cds were provided with fluoroscopic and echocardiographic images. The fluoroscopic images showed multiple attempts of deployment using techniques like balloon assistance, dilator assistance and pulmonary vein deployment. This cd was not helpful in reaching any conclusion. The cd with echocardiogram showed images of balloon sizing and multiple deployment attempts with 26 and 32mm devices. The defect was complex, the septum was aneurysmal and there were multiple asds. According to agas medical consultant, the aso could not be aligned parallel to the septum for proper device deployment due to the following: multiple defects in an aneurysmal septum that caused the edge of the la disc to prolapse through the other defects in the right atrium. This lead to multiple attempts to re-capture the aso, device malfunction with cobra head malformation (as seen on fluoroscopy) and tear of the atrial septum as it entrapped into the sheath during re-capture of the discs into the delivery sheath. After the septal tear, a few echo loops showed that the ivc rim was completely absent. This was the most important reason for the 32mm device to prolapse despite attempts to keep it parallel to the septum with balloon, dilator/sheath, etc. Abandoning the procedure was the correct decision. The aso would have embolized due to the absent ivc rim.

Event description:
A (B)(6) female was diagnosed with a secundum asd and transesophageal echocardiogram (tee) showed an inter-atrial septal aneurysm with a defect measuring 13x15mm. During the procedure tee measured the asd at 21mm with an inter-atrial septal aneurysm showing multiple fenestrations. Balloon sizing was performed and measured 24mm by angiogram and 26mm by echo. A 26mm amplatzer septal occluder (aso) was selected. Upon deployment of the aso into the left atrium, the la (left atrial) disc failed to align properly with the septum, balloon guidance was performed and during the maneuvers it was noticed that a highly mobile mass was attached to the end screw of the aso. The aso was removed and found that part of the aneurysm had detached and was attached to the end screw. After retrieval of the 26mm aso, the aneurysm was no longer visible on tee. The defect now measured 30mm. A 32mm aso was attempted but failed to close the defect, caused more lacerations in the inter-atrial septum resulting in a larger inter-atrial septal communication with absent superior, ivc and aortic rims. Several attempts were made to position the device but all failed. The procedure was abandoned.

Manufacturer narrative:
The aso was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.